Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resumed insulin on the pump.

Manufacturer narrative:
(B5) it was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined troubleshooting. No additional information was able to be obtained. (B5) it was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined troubleshooting. No additional information was able to be obtained.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined troubleshooting. No additional information was able to be obtained.